Manufacturer narrative:
Concomitant medical products: sedr01 ipg, implant date: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited possible intermittent atrial under-sensing noted on current and stored ele ctrograms (egms), with possible false device classified termination of ongoing arrhythmia. The ra lead remains in use. No patient complications have been reported as a result of this event.